Event description:
It was reported that the patient underwent pelvic surgery. During the procedure, the needle was passed through the posterior section of the bladder. The injury was not sutured, the product was not implanted, and a catheter was left in place for ten or eleven days. The patient's hospital stay was extended ten days. No fistula was noted and bladder was reported to be healing well.